Event description:
The facility's risk management represetative reported a pump that free-flowed while infusing on a patient. Per the risk management representative, "the tubing was loaded and the pump was set up; it showed it was running but you can see it was free flowing, channel c may have been the channel that was having this problem but not sure".